Manufacturer narrative:
(B)(4). The device was manufactured january 8, 2016 ¿ january 12, 2016. The device was received for evaluation. Visual inspection revealed that the tubing had completely separated from the solvent-bonded area of the stress member near the fill port. The reported condition was verified. Microscopic inspection revealed the cause of the condition was missing solvent on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume intermate disconnected from the fill port. This occurred after filling with piperacillin-tazobactam. There was no patient involvement. No additional information is available.